Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of malfunction in the plastic valve could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on may 7-10th, may 15-16, may 23rd, may 28th and involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The report stated that at the top port of the intravenous (IV) plum set (blue port where secondary is placed), there was a malfunction in the plastic valve, causing air and the chemo or secondary drug to not infuse. This caused the customer to have to re-set the entire line with new primary tubing. The event occurred every time the tubing was connected to the patient. No one was harmed, but delay of care due to troubleshooting and having to get new tubing.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.